Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. The event history log was reviewed and no occurrence of "improper shutdown!" Was experienced.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.